Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep reseated all workstation and c-arm pcbds, reloaded the software and rebooted the sys. The sys operates as intended.

Event description:
It was reported that the 9800 sys displayed a communication failure. The sys had to be rebooted 3 times and the sys functioned as intended. No pt injury was reported.